Manufacturer narrative:
(B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
New etq record created in order to update etq (legal system) complaint number (B)(4). Reason for original complaint ¿ clinical report states that the patient had pain. Clinical der states the patient was revised to address instability. The patient's medical records were received. Medical records were reviewed for MDR reportability. According to the medical records, the patient continues to have pain and swelling. Upon revision while trying to disimpact the femur, the cone, stem, and femoral component all came out together. There was no evidence of ingrowth on the sleeve.

Manufacturer narrative:
No device associated with this report was received for examination. Based on previous investigations this complication of joint replacement is unlikely to have been the result of a device failing to meet required specifications. The information received will be retained for potential series investigations if triggered by trend analysis, post market surveillance, or other events within the quality system. Corrective action was not indicated. Depuy considers the investigation closed at this time. Should the additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.